Event description:
New information received notes that no intervention was performed. The patient was stable.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited under-sensing on the atrial channel. No further information was provided.